Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was replaced because it had delivered multiple inapppropriate shocks in normal sinus rhythm. The reported information also indicated a possible loose setscrew or loose connection to the lead. The ICD was replaced and returned to cpi for analysis.